Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix compressed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead helix would not extend during placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.